Manufacturer narrative:
The complaint investigation for falsely elevated architect stat high sensitive troponin-I results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Review of all the information provided by the customer was reviewed. A review of tracking and trending did not identify any trends for the complaint issue. Device history review did not identify any non-conformances or deviations with the complaint lot. Historical performance of the architect stat troponin-I reagents was reviewed using field data from customers worldwide. The patient median data (divided into 3 groups) and cal f rlu mean were analyzed and compared to an established control limit. This evaluation indicated that all three levels of the patient medians for lots 64433un23 are within the established limits. Therefore, no unusual reagent lot performance was identified for the lot 64433un23. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the architect stat high sensitive troponin-I reagent lot 64433un23 was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated architect stat troponin-I results for 2 patients. The patients repeated and the results were lower. The following data was provided: on (B)(6) 2023, sid (B)(6) initial result = 0.04 repeat same architect = 0.03 alternate architect = 0.03 on (B)(6) 2023, sid (B)(6) initial result = 0.04 repeat same architect = <0.01 customer¿s troponin reference range = <0.4 ng/ml no impact to patient management was reported.

Event description:
The customer observed falsely elevated architect stat troponin-I results for 2 patients. The patients repeated and the results were lower. The following data was provided: (B)(6) 2023 sid (B)(6) initial result = 0.04 repeat same architect = 0.03 alternate architect = 0.03. (B)(6) 2023 sid (B)(6) initial result = 0.04 repeat same architect = <0.01. Customer¿s troponin reference range = <0.4 ng/ml no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete information for section a1 patient identifier sid (B)(6) and sid (B)(6).